Event description:
A malfunction alarm was reported, characterized by the malfunction code 16 ¿ 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump; however, the malfunction recurred. Consequently, a replacement pump was arranged, and the customer was instructed to return the problematic pump using a pre-paid label. The customer planned to use multiple daily injections as backup therapy and was able to put the pump into storage mode.